Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history identified 3 complaints for the reported issue for this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retains. Source: phone.

Event description:
Reported individual occurrences of false positive flu b results on five separate symptomatic patients. The customer communicated the result was confimed negative by molecular (pcr testing). This is report 1 of 5.